Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1 ¿ march 31 2026. This report summarizes 30 events for the failure: overheating of device. - 26 events had problem identified during non-clinical procedure; there was no patient involvement. - 4 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 30 events were reported for this quarter. Product return status: 26 devices were evaluated based on historical data analysis. 1 device was received. 3 devices had investigation types that have not yet been determined. Evaluation findings (results/components): 26 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: no device problem found / part/component/sub-assembly term not applicable. 3 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 26 devices: product not received. 1 device: scrapped by stryker. 3 devices: product disposition is not yet determined. Additional information: 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.